Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2013-12771 and 3005099803-2013-12773 for the other associated device information. It was reported to boston scientific corporation that an endovive y-port feeding adapter 20fr was used during a procedure. Procedure date is unknown. According to the complainant, post procedure, the y-port feeding adapter was blocked/occluded, the enteral nutrient did not flow inside the device. A new y-port feeding adapter was used and the same issue occured. The procedure was completed with a new y-port feeding adapter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The exact age of the patient is unknown however over 18 years old. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.